Manufacturer narrative:
An event of endocarditis and patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 21mm trifecta¿ gt valve was implanted. On (B)(6) 2021, the patient presented to the hospital and it was reported that the patient was experiencing orthopnea, dyspnea and deterioration of general condition. The patient was admitted to cardiology department. On , endocarditis was reported on the aortic valve prothesis. There was no major intervention performed and this was decided by the medical team and patient's family. Antibiotics were administrated. The patient died on (B)(6) 2021.